Event description:
Out of box failure. The customer reported during incoming inspection, hospital personnel were configuring the device, the service light came on, the screen turned orange and had black speckles. The screen looked like 'sandpaper.' The device would not respond to key presses after the screen turned orange.

Manufacturer narrative:
Medtronic ers evaluated the device and observed the device would not complete the power on sequence due to a solder bridge on ic u144 pins 59 & 60 on the system board. The solder bridge was removed and the device powered up and operated according to specification. The customer was provided with a replacement device.